Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose was 56 mg/dl. Customer stated that emergency medical services were dispatched on (B)(6) 2021 for low blood glucose. Customer treated with intravenous therapy by paramedics. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will be returned for analysis.